Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero needleless connector had a crack and leaked. The following information was provided by the initial reporter, translated from chinese to english: the nephrology nurse received a complaint from the patient about continuous fluid leakage from the catheter connection. After investigation, it was found that there was a crack in the mz connector connection port causing the fluid leakage. It was understood that the patient had been using the connector for 5 days, and the technique for charging the tube was also performed in accordance with the guidelines.

Event description:
No additional information.

Manufacturer narrative:
Material code changed to mz1000 china in section d unique identifier (UDI) # and medical device expiration date added in section d investigation result: no mz1000 china sample was available for investigation. The customer reported that the affected lot was from 24065005 and that "continuous fluid leakage from the catheter connection" was observed and they found "that there was a crack in the mz connector connection port causing the fluid leakage. It was understood that the patient had been using the connector for 5 days, and the technique for charging the tube was also performed in accordance with the guidelines." As part of the investigation, the customer provided a photograph of the affected sample; analysis of the photograph confirmed the customer's experience where a hairline crack can be seen on the female luer adaptor of the maxzero. The details of this feedback were forwarded to the manufacturing site for investigation. Previous investigations have been unable to determine a potential root cause for the customer's experience; no obvious manufacturing defects or potential manufacturing contributors were identified which may have resulted in the observed damage. A review of the production records for lot 24065005 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. Although a definitive root cause could not be determined in this instance, previous investigations have confirmed similar damage can be caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. The quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero product family in the past 12 months.